Event description:
It was reported the patient had stimulation in the wrong location and the leads had migrated. X-rays were done and a revision was done on (B)(6) 2014. During the revision two new leads were placed and the implantable neurostimulator (ins) was left in place. The patient had good stimulation coverage following the revision and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).